Event description:
It was reported that the user¿s ilet indicated it was out of insulin, leading to persistently high glucose after the user had run out of insulin overnight; the user employs insets and a dexcom g7, replaced supplies during a call, and was advised to monitor and change the infusion site if glucose did not trend down. Symptoms included hyperglycemia with headache. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.